Event description:
The complainant alleged that during incoming inspection of the product the device displayed an "error 44" message. The complainant indicated that there was no pt involvement with this reported malfunction.